Event description:
It was reported that the physician thought that the patient may have been "fiddling" with the implantable cardiac monitor (icm) causing the device to become exposed. The icm was pulled out by the patient. The icm was replaced by a different icm. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).